Event description:
A patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using the navarre biliary drainage catheter. During the procedure, the drainage catheter reportedly leaked upon flushing. The procedure was subsequently completed using an alternate device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.